Event description:
On (B)(6) 2012, the patient contacted animas and reported that the keypad buttons were unresponsive after swimming. Moisture was reportedly visible behind the display. The patient denied any damage to the rubber keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination , there was no visible damage to the pump. The pump failed leak testing. The pump did not power on; blank display screen. The keypad buttons and audio bolus button were unresponsive. Moisture damage was noted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.